Manufacturer narrative:
H10: device evaluation results: one cadd legacy pump was returned for investigation in used condition. Three separate delivery accuracy tests were performed. The customer reported product problem (under delivery) was not reproduced during testing. The pump was slightly under delivering, but the values were still within the published +/-6% specification. The expulsor was replaced so as to bring the delivery accuracy into more nominal range. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -8.75% . Event occurred during testing, no patient involvement. Date unknown.